Event description:
Lab device reading = 244mg/dl. Suspect device reading = 347mg/dl. Lab deive reading = 166mg/dl. Suspect device reading = 76mg/dl, qc on device is fine. No treatment was provided. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.